Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the tip of the drg lead broke off the proximal tip of the lead during permanent implant. Reportedly, the physician proceeded with the case utilizing the same lead resulting in effective postoperative therapy.